Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a polarity switch, with high impedance, noise, short v-v intervals, and a lead fracture also noted. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.